Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that when the programmer was turned on, the screen showed white noise. It was indicated that the emergency board assembly was out of specification electrically and the power cord bay assembly latch was broken. It was also indicated that the programmer had internal corrosion. The programmer was to be scrapped. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, when the programmer was turned on, the screen showed white noise. This occurred when the programmer turned on, and also after twenty minutes or so of being on. It was also continuous after being on for an hour or so. The programmer was returned for service. No patient complications have been reported as a result of this event.